Event description:
Same case as MDR ID: 2134265-2015-02469. It was reported that pericardial effusion occurred. The physician completed a left atrial appendage closure (laac) procedure by implanting a 21mm watchman ® laa closure device using a watchman ® access system. About two hours after the procedure, a 7mm pericardial effusion was noticed. The patient was successfully treated with pericardiocentesis. After that there were no patient complications.

Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).